Event description:
The customer and her daughter called and reported that the customer was taken to the emergency room for low blood glucose levels. The customer was found unconscious in the morning and when the paramedics arrived, her blood glucose levels were below 20 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. Found that a bolus had been delivered at 5:00am, prior to the event. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.